Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report an fluid leak was discovered at the ready screen after power up. The contact stated the fluid was found underneath the cycler and cycler cart but no fluid was found inside the pump module. The location of the leak was unknown. Upon follow up, the patient contact confirmed the reported event stating they did not discover the reported fluid until the cycler was in the ready screen after being powered on in the afternoon of (B)(6) 2022. Based on the location of the discovered fluid, the patient contact believed that a fluid leak occurred at some point during treatment on (B)(6) 2022. The patient contact also suspected that fluid came in contact with the cycler, therefore it was recommended that the patient request a replacement cycler. The patient contact could not confirm the cause of the suspected leak. In addition, it was confirmed that no drinks or liquids were spilled which may have contributed to the event. In addition, the patient contact stated that after the fluid was discovered, they confirmed that the inside of the cycler door was dry. The patient contact added that they routinely check for leaks and issues before and after their pd treatments and no machine alarms, leaks or issues were encountered during the pd treatment on (B)(6) 2021. The patient contact stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment on the cycler with no issues on (B)(6) 2022. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The old cycler is available for return.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report an fluid leak was discovered at the ready screen after power up. The contact stated the fluid was found underneath the cycler and cycler cart but no fluid was found inside the pump module. The location of the leak was unknown. Upon follow up, the patient contact confirmed the reported event stating they did not discover the reported fluid until the cycler was in the ready screen after being powered on in the afternoon of (B)(6) 2022. Based on the location of the discovered fluid, the patient contact believed that a fluid leak occurred at some point during treatment on (B)(6) 2022. The patient contact also suspected that fluid came in contact with the cycler, therefore it was recommended that the patient request a replacement cycler. The patient contact could not confirm the cause of the suspected leak. In addition, it was confirmed that no drinks or liquids were spilled which may have contributed to the event. In addition, the patient contact stated that after the fluid was discovered, they confirmed that the inside of the cycler door was dry. The patient contact added that they routinely check for leaks and issues before and after their pd treatments and no machine alarms, leaks or issues were encountered during the pd treatment on (B)(6) 2021. The patient contact stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment on the cycler with no issues on (B)(6) 2022. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The old cycler is available for return.